Event description:
It was reported that revision surgery was done and replaced secur-fit stem and head with a restoration modular cone-conical with a 36mm biolox head, with dall miles around greater trochanter and calcar.

Manufacturer narrative:
An eval of the reported device cannot be performed as the device was returned by the surgeon and was not returned to the MFR. Additional info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional info become available, the eval summary will be submitted in a supplemental report.